Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the device delaminated after it was trimmed to size from an 8x12 to 8x6 piece for a ventral hernia repair and then dipped in saline. The surgeon pulled the mesh together and added interrupted sutures to fix it in place. No adverse patient consequences reported.